Event description:
Boston scientific received information that during the initial implant placement difficulty was noted, the lead was used epicardially. When the lead was initially connected to the device, out-of-range (oor) pacing impedances of greater than 2000 ohms were observed. The physician then used the clamps, to apply pressure to the lead tip to straighten it out, and then impedances returned to normal. The lead was then tested in several configurations all which illicited normal ranges. The lead remains implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.